Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise on right atrial (ra) lead resulted in inhibition on the right ventricular (rv) lead and suspected cross talk. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.